Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used in the kidney in a ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 100w console with settings of 20 hertz and 1 joule. According to the complainant, during the procedure, the laser fiber was being used within a lithovue flexscope. After about 10 minutes of use, when the scope was fully deflected, the laser fiber cracked and broke approximately two centimeters from the tip. The energy from the laser fiber created a hole in the scope. No fiber fragment fell inside the patient and the case was completed using another flexiva 365 laser fiber and lithovue flexscope. There were no patient complications reported as a result of this event.